Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "the rubber piece that holds the technology wire, hole is too big. It sucks air in and fluid comes out. They stated it has been happening since january and all the placers on the team have had it happen multiple times." The customer reported multiple events occurred however the exact quantity of events was not provided to bd vascular access field assurance.